Event description:
It was reported that the ventilator generated a technical error code indicating a communication error. There was no patient harm. Manufacturer's ref #: (B)(4).

Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator generated a technical error code indicating a communication error.our field service engineer has investigated the reported machine on site. The control printed circuit board (pcb) has been replaced to resolve the issue, and sent back for technical investigation. The return part has been tested in a machine. The reported technical alarm could be reproduced during the start-up. It failed the pre-use check with flow transducer and alarm state tests. No abnormal found during ventilation even though it was alarming for the reported technical alarm. The software files on the software memory was corrupted/missing for unknown reason, which lead to miss communication with the monitoring pcb that lead to the reported technical error. Reinstalling the software on the returned pcb solved the issue. The reported technical error disappeared. It passed the pre-use check. No abnormal found during ventilation for 3 hours. It passed another pre-use check after the ventilation. The root cause for the corrupted/missing software files is not established in this investigation.